Event description:
It was reported that the patient passed out in the hospital. Upon interrogation it was noted that the patient had ventricular tachycardia and hence received external defibrillation. The device exhibited eri and eos alerts after the patient was externally defibrillated. The device firmware was downloaded. The alerts were cleared. The device was explanted on (B)(6) 2018 for system upgrade. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.